Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were feeling unexpected shocking when they were not using the stimulator and the issue began probably a week and a half ago. Patient stated they hadn't used the device in years because they switched jobs and got off of pain medicine and the device seemed to be doing just fine so they didn't need the device anymore. Patient mentioned they had an additional surgery right after the implant where they had a hysterectomy and that seemed to do a lot with the pain as well but the pain was always worse at that time of the month. Pt said the ins was used for lower back and leg pain, now the shocking was above their ins and it felt like they shocked their finger on a wire. Patient denied any recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. .